Event description:
As reported by the user facility: according to the complainant, a nurse cleared a previous infusion and prepared a new infusion of lactated ringer's solution (lr) for a patient. The pump was on the home screen when the patient was scanned, and the medication and pump information were verified and accepted. The infusion began without reported issue. The nurse later returned to the room and found that the pump was programmed for precedex infusion rather than the intended lr bolus. The pump was stopped, disconnected from the patient, and sent to biomedical engineering. The patient received the remainder of the lr bolus on a different pump. Review of dosetrac data indicated that the precedex infusion was not successfully cleared from the pump and remained as the primary infusion. The lr bolus was auto-programmed as a secondary infusion, which later reverted to the primary precedex infusion after approximately thirty (30) minutes (which is expected if the "back to prim" setting in the device is set to "automatic"). This resulted in the unintended delivery of precedex instead of the intended lr bolus. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.